Event description:
The ge oec 9800 fluoroscopy system had image quality issues.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced a defective video controller pcb. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.